Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
Same patient as (B)(4). This is report 2 of 3. This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). The patient experienced peritonitis and was hospitalized for the event. The cause of the peritonitis was unknown. Treatment was not reported. Dianeal therapy was ongoing. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12k09146 and h13a03056. No exceptions were observed that were related to the reported condition.since there was not a sample returned, an evaluation could not be performed.